Manufacturer narrative:
12/23/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp. Has rpt'd no pt injury occurred.